Manufacturer narrative:
E1: patient city: (B)(6) patient country: united kingdom h11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6)2024, reported that patient faced infusion set leaks. Location of the leakage in tube. No further information available.